Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0rfuk, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient¿s urine was brown and it hurt to lie on their left side. From implant to last night the patient¿s urine was yellow and now it was a weak ice tea color and not yellow. It was further reported that the patient¿s urine had been the color of ice tea and this had been on and off since they got the implant. For the past 4 to 5 days, their urine was looking yellow. The patient asked their health care provider (hcp) about this and they said ¿it is what it is.¿ the patient was not satisfied with this answer and they had not done any testing for a urinary tract infection. After the trial the patient had an infection in their bowel. They ended up with diarrhea and mucal in the stool. The patient had bad cramps and thought there was blood in the stool as well. The patient gave their hcp a stool sample, but they never told the patient what came of that. The patient was given anti biotics that helped for a couple of days, but then the infection came back. The patient had to take another round of antibiotics. The patient was fine now, but wanted more answers on this. The patient programmer training was ineffective because the patient was still under the effects of anesthesia. Refer to manufacturer¿s report #3007566237-2015-00992 for the same issue during the patient's trial.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient stimulation was set too high after implant, which was painful, so it was lowered. The patient mentioned also had dysentery with mucus and blood and took flaggy for 10 days which then went away. It was noted that it came back again, went away, and most recently came back again. The patient also mentioned after implant she experienced a sensation where it felt like pulling her insides out and could hardly walk. It was indicated that the pain after implant was resolved. The patient called the health care provider who advised her to turn stimulation down and was resolved. The patient stated after turning stim down, the pain went away. The patient never had therapeutic effect. The patient stated she gets up at least once a night and went 3-4x a night before implant.